Manufacturer narrative:
Report confirmed. Evaluation determined that three distal (tang end) pieces and three proximal (fluted end) pieces were returned fractured and used. It was noted that for all returned tools, the fracture location adjacent to tool exit from attachment, point greatest stress in bending. Cut testing with f2/8ta23s burs indicates that this tool cannot sustain the same cutting pressure as a non-spiral f2 tool. The most likely cause of failure is fatigue in plane bending. The tool was pressed to dissect as rapidly as a f2/8ta23 or a side load was applied to the tool while it was not rotating. If the fracture happened during forward dissection, it is recommended to the customer to use lighter tip pressure while cutting or switching to a non-spiral f2 tool. If the fracture happened during a prying action, the IFU cautions against this. The user manual contains the following warning ¿bending or prying may break the accessory, causing harm to patient or staff. Do not use excessive force to pry or push bone with the attachment, tool or blade during dissection." We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that six tools of the same lot number were broken in the same surgery. It was reported that there was no patient impact.